Event description:
It was reported that bd facsvia¿ flow cytometer had a leak that was spraying. The following information was provided by the initial reporter: "water leak is the leak fluid or air? Water. Was the leak contained within the instrument? No. Was the fluid actively spraying about outside the machine? Yes. Is leaked liquid type known? Biohazardous or non-biohazardous? Non-biohazardous. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874, and serial # (B)(6). Problem statement: customer reported complaint on a spray of fluid (ethanol, sheath, biohazard, waste) not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 2 complaints related to the issue of a spray of fluid; date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # 656874 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a worn fluidics tubing. The customer had initially reported a leak of water from their instrument and an fse (field service engineer) was dispatched onsite for the repair. The fse checked the fluidics system and ran a clean fluidics cycle. The fse replaced the damaged fluidics tubing, and as a preventative measure replaced the peristaltic pump filters and hoses. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repair, the instrument was tested and was performing as expected. Although there was a spray of fluid, the customer confirmed that the leaked fluid was non-biohazardous and did not pose any risk of contamination. While this instrument was being used for clinical diagnoses, this incident did not affect the treatment of any patients. Proper daily and monthly cleaning and maintenance can prevent abnormalities within the systems, and can be found in the bd facsvia system instructions for use manual 23-14662-00 rev. 1/vers. A. The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 12dec2018. Defective part number: n/a. Work order notes: subject / reported: water leak. Problem description: water leak. Work performed: the fluid system was checked and cleaned through the equipment's software, and the flow hose was changed, which was damaged. Replacement of peristaltic pump filters and hoses. Cause: leaking water (flow) hose. Solution: equipment available for use. Returned sample evaluation: a return sample was not requested because the replaced parts were not returnable and were discarded. Risk analysis: risk management file part # 10000176773ra, vers. D, facsvia clinical sw v1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes/no. ID: 2.1.2. Hazard: exposure to bio-hazardous material during preventative maintenance. Cause: user spills sample waste fluid while changing the pump tubing in the waste pumps peristaltic pump. Harmful effects: exposure to bio hazardous material. Risk control: pcyt-648 ¿ labeling biohazard, pcyt-3054 ¿ labeling waste pump biohazard, sy-3126 ¿ safety - biohazard, user will apply the universal precaution - instructions for use guide - chapter on maintenance, wear suitable ppe ¿ biological safety ¿ safety and limitations guide. Implementation verification: mpi 7100279 ¿ mpi, assy., case, c6 ¿23-14661-00 bd facsvia¿ safety and limitations, mpi7100337 ¿ mpi, assy, inner chassis, mg; see pcyt-648, 23-14662-00 bd facsvia¿ instructions for use effectiveness verification: same as im:plementation verification. Probability: 2. Severity: 4. Risk index: 8. Residual risk evaluation: afap. New hazards: none. Mitigation(s) sufficient? Yes/no. Root cause: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a worn fluidics tubing. Conclusion: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a worn fluidics tubing. The fse confirmed the issue and cleaned the fluidics system. They then replaced the damaged fluid tubing, and as a preventative measure replaced the peristaltic pump filters and hoses. After the repair, the instrument was rebooted, tested, and functioning as expected. Although patient samples were used, no one was harmed or injured, and no medical diagnosis was performed. The safety risk is severe, s4, though there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported that bd facsvia¿ flow cytometer had a leak that was spraying. The following information was provided by the initial reporter: "water leak. 1. Is the leak fluid or air? Water. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? Yes. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Non-biohazardous. 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No".